Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was erroneous results. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "there was erroneous results with 5 patients. The lot number on the green top tubes is 2018932 exp. 01/31/2023." 2022-04-07 additional information received: 5 patients had their blood collected in pst tubes cat #367960 lot #2018932, and the analysis showed elevated troponin and decreased sodium. One of the patients got hospitalized because of this result but was later cleared. Blood from these patients was also collected in lavender (edta) tubes and green (heparin) tubes, and all the results were normal, no issues.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was erroneous results. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "there was erroneous results with 5 patients. The lot number on the green top tubes is 2018932 exp. 01/31/2023." 2022-04-07 additional information received: 5 patients had their blood collected in pst tubes cat #367960 lot #2018932, and the analysis showed elevated troponin and decreased sodium. One of the patients got hospitalized because of this result but was later cleared. Blood from these patients was also collected in lavender (edta) tubes and green (heparin) tubes, and all the results were normal, no issues.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of customer, retain and control samples were acceptable in terms of both precision and accuracy (validation attached). All visual observations of customer, retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Our business team regularly reviews the collected data for identification of emerging trends.